Manufacturer narrative:
The cori, real intelligence robotic drill, part number rob10013, sn (B)(6), intended for use in treatment was returned for evaluation. Nothing was identified visually that contributed to the reported problem. A functional evaluation was performed. The reported problem was not confirmed. Kpc and a case both passed with no errors or unusual noise. The exposure motor passed multimeter, portescap, and oscilloscope testing. Disassembly revealed nothing unusual. Kpc and a case were performed again with no errors or unusual noise. Although the reported problem was not confirmed through the visual or functional evaluation, no reasonable contributing factors could be identified based on the received complaint information and investigation results. A review of manufacturing and service records indicates the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints found similar events. A historical escalation event review was completed. A review of prior escalation actions found no actions applicable to the scope of the reported complaint. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. Although no further containment or corrective action is recommended or required at this time, the failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, during a cori demonstration, a real intelligence robotic drill gave a communication error after selecting unlock to install the bur in addition the drill did not make the normal noises when attempting to unlock for bur installation. Since this was noticed during a demonstration, there was not any patient involved.